Event description:
The event occurred while inserting the iol, noticed possibly a piece of metal in eye. Tried searching for it again but did not see it. Possibly was flushed out of eye. The tip broke off. Not sure of the cause. Patient was not harmed. Tip may still be in patient's eye but the patient is doing well. Procedure was completed as planned. Dilated patient's eye to do goniotomy in post op to look for missing piece in eye. Did not find it.. May try xray orbit to look for metal in eye. Undecided at this time.